Manufacturer narrative:
Visual inspection found that the polyaxial screw had fractured and broke mid-way of the threaded shaft. Information provided by the sales rep indicated this event occurred approximately 2 years after initial implantation. Additionally, a successful fusion/fusion had not yet occurred. In this case, the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion/healing. Typically, a functional fusion should take 3 - 6 months, but may take up to a year. During that time as successful fusion/healing occurs, there's a gradual transfer of load reducing the amount of stress placed on the implants. These implants are intended for temporary stabilization until fusion occurs they do not have an indefinite life and may fail over time if fusion is not achieved. The supplied instructions for use (ins-076) provide a warning to aid in reducing this type of event. Warnings: the system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure.

Event description:
Revision surgery was conducted on (B)(6) 2018. During the revision, for an unrelated issue (patient condition, non-union), the screw located at the left l5 was found broken. The construct was originally implanted on (B)(6) 2016 at the l4-l5 using cbx. The cbx cortical screws were removed and replaced with arsenal screws from the l3 - l5.